Manufacturer narrative:
The pump was received with no button response due to a flattened act keypad dome. The keypad connector was found closed properly during visual inspection. Unable to perform functional testing due to the keypad anomaly. Unable to verify the battery out limit alarm due to the keypad anomaly. No blank display was noted. The lcd board was working properly. The pump had minor scratches on the lcd window, a crack near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 167 mg/dl. The customer tried to bolus and the buttons would work and remove the battery and reinserted it the battery got a battery out limit. The customer can't clear the alarm due blank display. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.